Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with cracked retainer, cracked battery tube threads, fading serial number label, missing display window cover and cracked case corner of belt clip rails. The insulin pump p-cap / test reservoir locks in place properly. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked in case. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.